Event description:
On 08/05/2025, the patient called in and mentioned a high blood glucose (bg) of 288 mg/dl and low bg of 44 mg/dl that he has had on the pump. The patient just started on the ilet system. Therefore, agent explained how fluctuations can occur and are normal within the first week or so. No symptoms experienced by the patient reported, and no medical intervention required. The patient's bg was not out of range for 90+ minutes.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.